Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified cgm connection failures occurred. The date of the event is an approximation. Due to ongoing cgm connection failures, the patient had discontinued use of the ilet system for several days and was subsequently hospitalized on (B)(6) 2024, with diabetic ketoacidosis (dka). At the time of reporting, the patient was administering insulin via manual injections. On (B)(6) 2024, the patient's endocrinology office contacted customer care to report that the patient¿s dexcom sensor had stopped functioning and was unable to reconnect to the ilet system. No documentation of medical intervention during the call was provided, and the patient¿s condition at the time of the report was unspecified. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 03/27/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2024 at 3:20 pm with transmitter/wearable serial number (B)(6). The sensor session lasted almost 7 days and ended due to unknown reasons on (B)(6)2024. There was 1 bg calibrations attempted during the sensor session. On the date of the reported event (08/21/2024) the egvs were within target range up until 11:23 am when the sensor was stopped and a new sensor was paired and started. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction/additional information. D4 serial no - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.